Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no device or imagery were provided for evaluation. In addition, a review of the DHR and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials revealed no deficiencies. As reported, ''it was a case of a 29 mm sapien 3 valve in the alterra pre-stent in pulmonic position via transfemoral approach. During procedure, the alterra adaptive pre-stent migrated distal when advancing pds on a lunderquist wire in the rpa.'' Per the IFU and procedural manual, ''use caution when advancing devices/ delivery systems into the implanted alterra adaptive prestent to avoid engagement with the inflow apices.'' As there was crossing difficulty when the pulmonic delivery system advanced through the alterra prestent, it is possible that there was device manipulation to overcome the crossing difficulty, which caused the delivery system to interact with the prestent and led to the reported prestent migration. As such, available information suggests that procedural factors (device manipulation, pds interaction with prestent) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 valve in the alterra pre-stent in pulmonic position via transfemoral approach. During procedure, the alterra adaptive pre-stent migrated distal when advancing pulmonary delivery system (pds) on a lunderquist wire in the right pulmonary artery (rpa). A second alterra adaptive pre-stent was placed proximal to the first and the valve was successfully deployed in the second alterra.

Manufacturer narrative:
The investigation is ongoing.